Event description:
It was reported that a patient presented with low pacing impedance, over-sensing of noise, and suspected lead damage noted on the patient's right ventricular (rv) lead. The over-sensing resulted in pacing inhibition. Corrective programming changes were made and the patient was stable throughout.